Event description:
The customer reported that the central nurse's station (cns) would occasionally show a "monitor network disconnect" error, and then go into a cycle of rebooting, showing the same error message. No patient hrm was reported.

Manufacturer narrative:
Details of complaint: the customer reported that the central nurse's station (cns) would occasionally show a "monitor network disconnect" error, and then go into a cycle of rebooting, showing the same error message. No patient harm or injury was reported. Investigation summary: nihon kohden technical support (nk ts) found that the facility had been making numerous changes to their network configurations, topology, and design in previous months before this issue was called in. Attempts to obtain updated networking documents from the customer were not answered. There is not enough information to determine a root cause for this event. The message "monitor network disconnect" typically displays when the user attempts to launch the cns application after the user has rebooted the device and the network connection is not available. In other cases, the message is displayed when the user powers on the device, launching the application without having properly connected the ethernet cable. In these cases, the message is displayed when the user is present and servicing the device. As such, any interruption to patient monitoring is readily apparent. Service history for this serial number shows no recurrence of the issue.

Manufacturer narrative:
The customer reported that the central nurse's station (cns) would occasionally show a "monitor network disconnect" error, and then goes into a cycle of restarting and shows the same error message. No patient hrm was reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available.

Event description:
The customer reported that the central nurse's station (cns) would occasionally show a "monitor network disconnect" error, and then goes into a cycle of restarting and shows the same error message. No patient hrm was reported.